Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26438 and 1627487-2015-26439. This patient is implanted with an occipital system which includes two leads from the same lot. It was reported the patient never received effective stimulation despite having been reprogrammed numerous times. The patient underwent surgical intervention to explant the entire occipital system.